Event description:
Initial report rec'd on (B)(6) 2011: this spontaneous case was reported by a dermatologist via a company rep and involves a (B)(6), female. In the past the female had been treated successfully with poly-l-lactic acid (sculptra), application site: face. On (B)(6) 2010, treatment (cosmetic skin procedure) with poly-l-lactic acid was performed, location: back of hand (bilateral). Overall one bottle of poly-l-lactic acid together with 12 ml water for injection was used. On (B)(6) 2010 she contacted the dermatologist again with following findings: visible and tactile nodules, 10 up to 15 per hand. Corrective treatment included intralesional injections with steroids (nos), outcome: signs and symptoms improved significantly. Corrective treatment with steroids was ongoing at the time of the report. Further information was not provided.